Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system had a cracked screen and it was affecting the functionality. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795; product ID: 9736325: h3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G3 additional info. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the bottom right corner touchscreen of the new monitor was not working. They restarted the system and changed power outlets, both had no resolution. The mouse did work. They also reseated the touchscreen cord on the monitor, but had no resolution.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. The cracked monitor was replaced and the touchscreen in the bottom right corner of the new monitor was not working. Codes b01, c13, and d02 are applicable to this analysis. H6: a1301 added for touchscreen of new monitor not working. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the monitor, lot number: 20224371, was returned to the manufacturer for analysis. There were impact marks and spider web cra cks. Touch worked intermittently and the sound worked. The reported event could be duplicated by medtronic personnel. Codes b01, c13, and d02 are applicable to this analysis. H3, h6: the monitor, lot number: 23404351, was returned to the manufacturer for analysis. There was no physical damage. Touch worked except for a small corner in the lower right side. Sound worked. The reported event could be duplicated by medtronic personnel. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.